Event description:
The customer reported that the system would not boot up completely, the monitor locked up and the pt data was unable to be selected. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and verified that there was no video signal during boot up. The monitor connections were checked, and the computer connections were reworked. There was a checksum error and cmos settings were reset and the pt data was rebuilt. The sys was tested and found to be working as intended and put back into svc.